Event description:
Pt rec'd intravenous push chemotherapy -vinorelbine- through a normal saline line. Attached to syringe is a safety feature to decrease aerosolization called spiros. At the end of the infusion, the spiros "fell off" the syringe, which caused the chemo/normal saline to "reflux" through the spiros and onto the treatment chair. Event abated after use stopped or dose reduced: yes.